Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry sample probe of the unicel dxc 600 synchron clinical system was leaking. Customer reported that the volume of the leak was a small amount. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash valve was not allowing vacuum to evacuate waste water from the wash collar. The fse replaced the reagent probe b wash collar waste valve solenoid, and realigned reagent probe b.

Manufacturer narrative:
(B)(4).